Manufacturer narrative:
Block h6: imdrf device code a0510 captures the reportable event of carrier retraction problem. Imdrf patient code e0506 captures the reportable event of hemorrhage/blood loss/bleeding. Block h11: with all the available information, bsc concludes that the reported carrier retraction problem and hemorrhage were defined in the risk documentation. The device was not returned for evaluation, therefore a product analysis could not be performed. A DHR review confirmed that the devices met all material, assembly, and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow the instructions. Additionally, it was confirmed that the following adverse events are anticipated in the IFU: "hemorrhage". A review was completed and confirmed that the events of carrier retraction problem and hemorrhage were defined in the risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The impact codes of "prolonged surgery and serious injury/ illness/ impairment" are subsequent events of the primary anticipated event. Based on the information available, for the reported hemorrhage, the investigation assigned a conclusion code of known inherent risk of the device, as the adverse events are recognized and documented in the labeling. For the reported carrier retraction problem, a conclusion code of caused not established was assigned, as the investigation findings do not clearly confirm the presence or absence of the reported problem with the device.

Event description:
It was reported that a capio slim device was used for a sacrospinous ligament fixation procedure for a vaginal prolapse repair. During the procedure, the device did not retract and was extremely stiff. A second device was opened and showed the same issue, so neither device was used during the procedure. The user declined further devices due to concern about repeated issues. Despite the device issue, the procedure was completed using an alternative surgical method, which required more extensive dissection and resulted in a prolonged procedure with higher-than-average blood loss, and the patient remains under follow-up. Note: this manufacturer report pertains to the second of two devices used during the procedure.

Manufacturer narrative:
Block h6: imdrf device code a0510 captures the reportable event of carrier retraction problem. Imdrf patient code e0506 captures the reportable event of hemorrhage/blood loss/bleeding.

Event description:
It was reported that a capio slim device was used for a sacrospinous ligament fixation procedure for a vaginal prolapse repair. During the procedure, the device did not retract and was extremely stiff. A second device was opened and showed the same issue, so neither device was used during the procedure. The user declined further devices due to concern about repeated issues. Despite the device issue, the procedure was completed using an alternative surgical method, which required more extensive dissection and resulted in a prolonged procedure with higher-than-average blood loss, and the patient remains under follow-up. Note: this manufacturer report pertains to the second of two devices used during the procedure.